Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes the following information was provided by the initial reporter: it was reported that blue tops apprear to be overfilling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes the following information was provided by the initial reporter: it was reported that blue tops apprear to be overfilling.